Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 23 and deactivation occurred at pulse 33. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. Rotational sensor errors were observed in the download data. The device was reset and delivered a 5-unit bolus with no issue. The device deployed during the reset run. Inspection of the commutator cap found excess flash from the ratchet gear going across the commutator cap. While excess flash was found on the commutator cap, it cannot be determined if it contributed to the rotational sensor malfunction which caused the device not to deploy.